Event description:
The customer contacted beckman coulter, inc. (Bec) to report that the neck of compartment c of a lactate dehydrogenase (ld) reagent cartridge was observed to be broken off upon delivery. The reagent from compartment c of the ld reagent cartridge had leaked out. There was no impact to patient data or patient treatment associated with this event. There was no report of injury or exposure to the customer associated with this event. Medical attention was not sought. The customer reported that an exposure control/risk management plan is in place for the facility. The customer reported that the material safety data sheet (msds) was not reviewed.

Manufacturer narrative:
The customer provided photographs of the damaged ld reagent cartridge. A definitive root cause for the broken neck of compartment c of the ld reagent cartridge has not been determined. Bec identifier for this report is (B)(4).